Event description:
It was reported that the additional fresh gas outlet valve test failed during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company technician investigated the anesthesia system at the hospital and confirmed the reported issue. The reported afgo valve test failure could be verified in the supplied logs. It was concluded that the oxygen connector block needed to be replaced. After the replacement, the device was cleared for clinical use after successful testing. The replaced part has not been returned and further investigations cannot be performed. The root cause of the reported issue cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).